Event description:
Sorin group received a report that the stockert centrifugal pump malfunctioned. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service engineer was dispatched to evaluate the centrifugal pump control panel. Upon power on, it was found that a pressure alarm was displayed and that some of the information stored in the menu did not appear to be accurate. After the cpu board was replaced, the problems were corrected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.